Event description:
It has been reported to philips that the wireless footswitch was not functioning. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned by using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless foot pedal (wfs) was not working. During troubleshooting, fse identified that the wfs indicator was flashing but the pedal was not following any commands. Fse reseated the wireless footswitch, which resolved the issue temporarily. Fse replaced the wfs to resolve the intermittent issue and returned the part for failure analysis. Upon failure analysis, the cause of the issue was determined to be a drained battery and an internal connector issue. After replacement, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the connection issue addressed in the medical device correction z-0476-2022. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may have not been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.